Event description:
It was reported that shaft break occurred. The 70-80% stenosed target lesion was located in the moderately to severely tortuous and moderately calcified ostial left circumflex artery. A 28 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure the stent could not be deployed and when the device was removed, it was noted that the shaft was broken. The procedure was completed with a different device. No complications were reported and the patient was stable following the procedure.

Event description:
It was reported that shaft break occurred. The 70-80% stenosed target lesion was located in the moderately to severely tortuous and moderately calcified ostial left circumflex artery. A 28 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure the stent could not be deployed and when the device was removed, it was noted that the shaft was broken. The procedure was completed with a different device. No complications were reported and the patient was stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 28 x 3.50 stent delivery system was returned for analysis. Visual, tactile, microscopic analysis and dimensional testing was performed on the device. A visual and tactile examination of the hypotube shaft identified a kink 67cm distal to the distal end of the strain relief. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the stent identified struts lifted at the proximal section. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A detailed microscopic examination of the bumper tip showed no signs of distal tip damage.